Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that there was a white substance on the outer insulation and the outer insulation had a cosmetic depression.

Event description:
It was reported that the lead had decreased impedance. Patient was pacing dependent and doctor thought it would be in the best interest to extract this old lead. Most of the lead was removed. The tip about up to the ring was embedded in scar tissue and left in the patient. Another lead was implanted. No patient complications have been reported as a result of this event.